Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3 functional mitral regurgitation (mr) and restricted thin posterior leaflet for a mitraclip procedure. During the procedure, 2 mitraclip were successfully implanted. Post deployment, the second mitraclip perforated anterior leaflet. The mr was reduced to grade 2 post procedure. There was no clinically significant delay reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.